Event description:
It was reported that 20 days post-op from an ac joint reconstruction, the patient fell in the shower. A broken suture revision surgery was subsequently performed. The broken suture was retrieved. The ac joint was revised successfully. Date of original surgery was (B)(6) 2008. Patient fell on (B)(6) 2008. Revision performed on (B)(6) 2009. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned because it was discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is post-operative trauma or non-compliance with the post-operative protocol. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.